Manufacturer narrative:
The product was not available for return. There is a possibility the event is related to the product. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A dental office reported a patient received a maxillary buccal infiltration injection of lidocaine buffered to 18 for treatment of tooth #7. The patient had swelling, bruising and trouble breathing through her nose because of swelling on the right nostril. There was no respiratory distress. The symptoms resolved in 3 days without treatment or any other intervention.

Manufacturer narrative:
The product was not returned and the lot number was not reported. The manufacturer's investigation identified no causal factors and no conclusion can be drawn.